Event description:
It has been determined that the device associated with this complaint is a non-allergan device. This record is no longer reportable against an allergan device and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and exchange from textured to smooth due to concern with the product. Capsular contracture baker grade unknown was discovered intraoperatively.

Event description:
Patient spouse reported right side rupture. Healthcare professional later reported rupture and exchange from textured to smooth due to concern with the product. Healthcare professional later reported capsular contracture baker grade unknown via operative report. Device has been explanted.